Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight harness. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank screen during patient use. There was no patient harm as a result of the event. The patient was transferred to an alternate ventilator.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.